Event description:
It was reported by the patient that following an apogee mesh graft implantation, she is experiencing severe pain, she can't hold urine and her bladder has prolapsed. She was referred to her physician to discuss the options available to her. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Implanted in 2008.

Event description:
Additional information received by the patient indicated, "now after many years of extreme back pain and not being able to control urine, it started getting worse." She "will more than likely have to have mesh removed and bladder repaired." No additional patient complications have been reported in relation to this event.